Event description:
Baxter japan reports "leaks from tube." Noted during use with no patient injury reported.

Manufacturer narrative:
Received used sample cut into 4 sections. Visual inspection reveals hytrel pt connector had markings and appearance that a clamping device was used on it cutting indentations into the plastic. There was not enough of the tubing sent to perform a functional test.